Event description:
It was reported by repair work order that the scale was inaccurate due to load cell malfunction. It was also reported that the power cord had to be replaced. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the scale was inaccurate due to load cell malfunction. It was also reported that the power cord ground prong was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaulation results.